Event description:
Affiliate reported that the patient's ventricles became enlarged and then to small. The surgeon found that there was no flow through the valve. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The root cause(s) of the problem reported by the customer could be due to the biological debris found on the spring, on the ruby ball, on the seat of the ruby ball and on the base plate. The dislodgement of the stator could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005, which was designed to minimize this type of dislodgement. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.